Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when monitoring the r wave amplitude in real time the vegms were not lining up with the r wave on ECG. After interrogating again, the r waves lined up and patient was discharged in stable condition, which device appears to be working well.